Event description:
A user facility returned the olympus, model bf-p260f, evis lucera bronchofibervideoscope to olympus for repair due to a report of an air/water leak. Upon inspection and testing of the returned device, it was determined that peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section was present. This report is submitted due to the peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section. As the problem was found during in-house service of the returned device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section was present, likely due to deterioration. Additional evaluation findings are as follows: 1.) Bending problematic. 2.) Defects of the universal cord/video cable. 3.) Air/water leakage from the insertion tube/bending section. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.